Event description:
A report was received indicating a revision surgery would be required to remove the prosthetic and replace with a fusion construct. No injury is known to have occurred. No additional details are available at this time.

Manufacturer narrative:
(B)(4). The reported event has not been confirmed. No info regarding the nature of the event is available at this time; it is only known that removal was pending. As of this date, removal has not occurred. Initial surgery date occurred in either (B)(6) 2013. No info has been received regarding pt adherence with post-operative activity levels, spine levels or prior/concurrent acdf or other factors which may affect success of the construct. No root cause has been identified. Labeling review: "risks associated with implants in the spine, including the pcm cervical disc device, are: early or late loosening of the components; disassembly; bending or breakage of any or all of the components; implant migration; malpositioning of the implant; loss of purchase; sizing issues with components; anatomical or technical difficulties..."